Event description:
Reportedly, when an attempt was made to pace the pt through combination electrodes, the device displayed leads, and pacing could not be initiated. The pt was not resuscitated. The rptr indicated the reported malfunction did not affect pt outcome, based upon a lack of pt viability.